Event description:
Pt had the following symptoms before removal: constant fatigue, kidney and urinary tract problems and being constantly sick with colds. She was sick for approx 20 yrs. Since removal she has improved 90%.